Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by abdominal spasm, abdominal pain, cloudy effluent and light fever. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis. The same day began treatment with intraperitoneal (ip) vancomycin (1 g/5 days, discontinued five days after first dose) and ip heparibene-natrium (daily for three days, dose not reported). The next day the patient was treated with ip ceftriaxon (1g/day, for three days). Four days after onset, the patient was treated with ip gentamicin (40mg/day for four days). Nine days after onset the patient was treated with ip ciproflixacin (¿one occasion¿ dose not reported). Ten days after onset, the patient was treated with cifloxin (¿per os¿ twice daily for 10 days). The patient was discharged nine days after hospital admission. Twenty days after event onset the patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.